Event description:
The patient had heavily calcified vessels. The physician was able to get the sheath in the vein. As physician pulled back, the hub and piece of outer sheath broke off inside the patient. The physician was able to pull entire piece out with a wire. The physician did not use a micropuncture to complete the procedure but used a 4fr sheath. The patient did well and no harm to the patient.

Manufacturer narrative:
One used, damaged device was returned. The damaged outer catheter was separated approximately 1 cm from the hub. The catheter shaft in the area of the separation was stretched and thin, indicating that the catheter shaft had met resistance beyond its design. Quality control confirms the type and outside diameter of the tubing for the catheter and that the surface of the catheter is smooth, clean, and free of excessive dents and kinks. Based on the description of the event and condition of the returned product, it is likely that the catheter shaft met resistance beyond its design due to a calcified groin. The fractured portion of the catheter shaft was removed over a wire. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk assessment, no risk mitigating action is necessary at this time.